Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced corneal edema and iris atrophy. Reportedly, "three months after the surgery, the patient's iris began to lose pigmentation. The doctor reports that the patient experienced corneal edema post-surgery, which resolved after 3 weeks. No inflammatory reaction and no iris pigment on the lens." Medication was also provided. Lens remains implanted.

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)